Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer was in the coma due to high blood glucose level. Customer reported that the week before at the time of hospitalization their blood glucose level was 700 mg/dl. Customer reported that they had new insulin pump and the insulin pump was rejecting new battery. The insulin pump will not be returned for analysis.